Event description:
It was reported that a minicap extended life pd transfer set had restricted or low flow which contributed to excessive delays in therapy of more than 72 hours. The event was further described as ¿not been able to drain or fill for 3 days¿. This was discovered during use of the device for peritoneal dialysis (pd) therapy. The patient came in for a manual flush to check patency and the fluid did not move by gravity. The nurses attempted to lavage and fluid did not move. The transfer set was changed and the fluid began to drain and fill by gravity. The transfer set had been placed on the patient three (3) weeks prior. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.